Event description:
Catheter placed in 2003, in 2004, the alarm went on the dialysis machine due to air in the sys. Leak found in the venous extension leg. The catheter was removed in 2 pieces as this was easier.

Manufacturer narrative:
The complaint of an external leak is confirmed, cause unk. Microscopic examination of the tubing at the distal end of the bifurcation site reveals a partial tear in the tubing. The break site is jagged and irregular with a granular veneer. The break line is perpendicular with the central axis of the tubing; however, the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process.